Manufacturer narrative:
(B)(4). Results: (dissection).

Event description:
Pt had one endeavor sprint rx drug eluting stent diameter 3.5mm length 24mm implanted to the proximal rca during the index procedure. A coronary artery dissection was reported to have occurred and another endeavor sprint rx drug eluting stent was implanted overlapping the previous stent to treat the dissection. Dissection was reported as mild in intensity and not related to the study device/procedure/drug. Pt is reported to have recovered with treatment.